Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support, the root cause could not be determined because the customer had removed the infusion set prior to calling. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was between 400-500 mg/dl at time of alarm.